Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient experienced a decrease in performance after a head injury (date not reported). The results of an integrity test (B) (6), 2010 indicate device malfunction. Explant and reimplantation is planned, but had not taken place at the time of this report february 9, 2010.

Event description:
On (B)(6) 2010, the patient had replaced a transfer set for peritoneal dialysis (pd) treatment. However, on (B)(6) it was noted that there were several cracks on the light blue main body and the liquid could not be stopped even after closing the clamp. The tubing was used for one month. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B) (6), 2010 and the patient was reimplanted with another device during the same surgery.(B) (4).

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 300 mg/dl. Troubleshooting was performed. Found that the customer received no delivery alarms on the day of the event, but didn't change the infusion set. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
(B)(4).